Event description:
A malfunction alarm identified as malf 12 occurred, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided relevant pump reset information. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again, and they acknowledged these instructions.